Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported vi phone call that the insulin pump screen had minor scratches, the insulin pump had scratches, the insulin pump rejected new batteries, no delivery alerts and the act button was sometimes hard to press. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.